Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient developed an infection. Symptom of pain and fever were noted. The physician removed the leads, and the patient was hospitalized. The patient was stable and was being monitored.